Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the code 1003 was likely due to premature battery depletion (pbd) symptoms from the advisory condition. Ts further advised device replacement. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the code 1003 was likely due to premature battery depletion (pbd) symptoms from the advisory condition. Ts further advised device replacement. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the code 1003 was likely due to premature battery depletion (pbd) symptoms from the advisory condition. Ts further advised device replacement. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.